Manufacturer narrative:
(B)(4). Firing trigger teeth, clamping mechanism. The analysis results found that the 6tb45 device was received with the handles opened and with the knife and wedges exposed. The device was returned with a reload loaded in the device. The returned reload was unfired. After further inspection, it was noted that the firing and clamping mechanisms were damaged. No functional test was performed due to the condition of the device, however the returned reload was loaded into a test device and it fired, cut and formed all the staples as intended. The returned device was disassembled to verify the condition of the internal components; the trigger post, firing trigger teeth, closing trigger teeth and yoke teeth were found broken. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was closed and attempted to fire on thicker tissue then indicated in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted as part of our quality process each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the staples were malformed after firing. Some staples came out when they removed the device. The surgeon switched to hand sewing to complete the procedure. The patient is fine now. There were no adverse consequences for the patient.